Event description:
The customer observed architect havab-m (B)(6) quality control out of range (B)(6) when reagent lot 01530l100 was in use. The customer did not follow the instructions in the architect havab-m product correction letter instructing customers to segregate the havab-m and anti-hepatitis runs to avoid interference, and was advised to follow the product correction letter instructions. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
Expiration date: the incorrect expiration date was submitted as 2/3/12 in the initial medwatch submission. The correct suspect medical device expiration date is 1/17/2012. Device manufacture date: the incorrect date of manufacture was submitted as 04/21/2011 in the initial medwatch submission. The correct device manufacture date is 1/27/11.